Manufacturer narrative:
D10/d11: computer 9735225 rollingstone s7, 1820498 h3/h6: the computer was returned to the manufacturer for analysis. It was reported that the issue could not be replicated. There was no failure found with this component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information will be provided due to privacy concerns: not available on the date of filing. Computer 9735225 (B)(6) s7, serial/lot (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar (lower/mid spine) procedure. There were difficulties transferring images after anesthesia had been administered and after the incision was made. After images were taken by an imaging system, images were transferred and navigation was performed. Images were taken three times without any problems and the images were transferred to the navigation by the imaging system. Images could not be transferred when they were taken for the fourth time. After rebooting the imaging system, images could be transferred and navigation was used. Images could also not be transferred when they were taken for the fifth time. Since the data capacity was over 90%, images could be transferred and the navigation was used after deleting the data. The pc is a new one that was just replaced recently. The capacity of patient's data is not full. It seems that the storage for saving images has not increased. Images could be transferred after rebooting the imaging system and deleting patient's data. The computer is scheduled to be replaced at a later date. The procedure was completed with navigation/ imaging system and back-up products. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.